Event description:
Philips proactive monitoring system showed that on a brilliance 64 CT system at (B)(4), the left unload button is stuck engaged intermittently. There was no report of harm to a patient or operator.

Manufacturer narrative:
Pr#: (B)(4). Note: we will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).